Event description:
Baxter (B)(4) received a report that an infusor had no flow before patient connection. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the unit noted excessive white drug precipitate inside the bladder and delivery tubing. Crystallized drug was also noted blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. A functional test was attempted by filling the bladder with water. After fill, no evidence of flow was noted at the distal luer due to blockage from the crystallized drug inside the delivery tubing. Forced prime was attempted, but flow continued to fail. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.